Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 5 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.